Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that the patient usually would feel stimulation at 3.5 volts. His normal paralyses covers his right leg, lower back, and left side. The patient was not feeling stimulation until it was at 7.0 volts, but when the patient would arch his back, his entire body would shake. Impedances were tested at 0.7 volts and produced a range of 1068-1487 ohms. They were unable to check at 1.5 volts or 3 volts as the patient felt uncomfortable stimulation at the right breast/nipple area. The implant was not on. A (B)(6) man had assaulted the patient, hitting him against the wall. He had landed on the ground and hit his device. Symptoms were not experienced when the implantable neurostimulator (ins) was off. Upon interrogating the ins with the clinician programmer (cp), a discharge message occurred as well as a power on reset (por) message. The battery voltage was noted to be 3.875 volts. The cp was used to clear it. It was noted that the ins was implanted in the right buttock area and looked fine. The lead was implanted at t7 and the tip of the contact was lateral. X-rays of the lead only showed proper placement had not moved. There was no x-ray of the entire system. A possible ins and lead revision was done. Relevant medical history included failed back surgery syndrome. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.